Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "suspected/actual rupture/deflation."

Event description:
Healthcare professional reported via nbir right side "suspected/actual rupture/deflation" of a silicone device. Device has been explanted and replaced.